Event description:
It was reported that the right ventricular (rv) lead experienced noise and a lead warning was triggered due to low impedance measurements. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 implantable pacing lead 2010-(B)(6), 310c27 tissue valve 2009-(B)(6). (B)(4).